Event description:
It was reported that during a da vinci-assisted pulmonary left upper lobectomy surgical procedure, the endowrist 30 curved-tip stapler instrument had a partial fire with a stapler 30 green reload installed. The surgeon stated that only approximately one-third of the staples at the most upper part of the reload deployed before the firing stopped and the blade would no longer move; not all of the staple lines deployed. The bronchial stump was closed, but not with all 3 lines of the staples. Some of the staples at that point had pierced the bronchus and were u-shaped and unformed. Another green reload staple line was placed tangentially to first staple line. The bronchus was ventilated and no air leak was noted. The staple line was reinforced with a couple sutures. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the endowrist 30 curved-tip stapler instrument was installed 10 times and fired nine stapler 30 reloads (7 white followed by 2 green). The first 7 installs resulted in completed firings (white reloads) with no incomplete clamps or unclamp failures. On install 8 there were no clamps or firings performed. On install 9 (green reload installed), the instrument had two incomplete clamps followed by a completed clamp, and the subsequent firing failed, but the unclamp that followed the partial fire was completed. On the 10th install, a green reload was used and the clamping/firing/unclamping completed successfully. The logs show an error code indicating a firing failure occurred with a endowrist 30 curved-tip stapler instrument, aligning with the timestamp of the partial fire.